Event description:
It was reported during an ercp (endoscopic retrograde cholangiopancreatography) procedure, user tried to use this gif scope gif-hq290 (sn: (B)(4)) with an 8.5 fr cotton-leung biliary stent from third party (cook medical) however, due to smaller channel size, the stent got stuck inside the channel. User tried another tjf scope (unknown serial and model not provided) and found with poor angulation and therefore was replaced. The intended procedure according to the reporter was completed using another gif-hq290 scope model with 7fr cotton-leung biliary stent from a third party (cook medical). There was no patient harm or injury reported due to the event. No user injury reported. Device return evaluation found the ch-tube (channel tube) was clogged with a stent that did not fit the channel.

Manufacturer narrative:
Address: full address of the customer is (B)(6). The subject device was evaluated. Device inspection found the channel tube (ch-tube) was clogged with a stent that did not fit the channel. In addition ,pinhole on ch-tube causing leakage (watertighness is lost) was noted. Found bending angle in up/down/left/right direction does not meet the standard value. Due to wear of angle wire, the play of u/d (up/down) knob is out of the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to due to using a stent not the appropriate biopsy channel size for the subject device. The instructions for use of olympus stent provides warnings of use as below: ¿operation warning ¿ when inserting the instrument into the endoscope, raise the forceps elevator to its maximum height. If the forceps elevator is down, you will not be able to see the distal end of the insertion portion in the endoscopic field of view. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator until the instrument passes smoothly. Do not advance or extend the instrument abruptly. These actions could cause patient injury, such as perforation, bleeding, or mucous membrane damage, and could damage the endoscope and/or instrument. ¿ do not insert the instrument and/or insertion kit into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the instrument and/or insertion kit in the endoscopic field of view or in x-ray images, do not use it. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ do not force the distal end of the instrument against body cavity. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ¿ if this instrument is broken in the body, collect any piece of the instrument left in the bile duct with grasping forceps observing x-ray. If such a piece falls off in the duodenum, collect it with grasping forceps, too. Retrieval of the stent/ warning: ¿ when withdrawing this instrument, confirm under x-ray that the inserted part of it is free from kinks and is not stuck in the stricture. Otherwise, it could cause patient injury, such as migration and dislocation of the stent. ¿ when retrieving this instrument from the bile duct, grasp a part avoiding the vicinity of side hole or side flap as much as possible, and slowly aligned with bile duct withdraw it with the endoscope observing fluoroscopic images. If a part around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, this instrument may break and leave debris in the bile duct. ¿ do not retrieve this instrument in other methods than described in this instruction manual. Otherwise, it could cause migrating or falling off from the papilla and could damage the instrument. Caution: ¿ do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. ¿ do not collect the stent through the channel of the endoscope. Instrument damage may occur.¿ olympus will continue to monitor field performance for this device.